Event description:
The complaint was initially reported by a durable medical equipment (dme) representative. Per the representative, the zipper slider crown broke and the child was able to escape through the bed. The representative stated that a lock was in use at the time the damage occurred and that the child was not injured. A picture provided by the representative shows a zipper slider with the crown broken off and the lock enclosed over the locking loop with the zipper puller attached. Per parent, the child eloped when the safety sheet slider was broken and escaped through the bed. Per parent, they never had a second sheet. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical has sent a replacement and requested a return of the damaged sheet. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "Openings in and between bed parts can entrap the head and the neck." Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement.". On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.